Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and verified the reported malfunction. The se performed extended self-testing on the device and all tests passed. No components were replaced.

Event description:
It was reported that during testing of a 980 ventilator a diagnostic message of safety valve open was generated. The ventilator was not in use on a patient at the time the malfunction occurred.